Event description:
It was reported that the patient had a suspected pocket infection and necrosis, and the cause was unknown. The patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7006823.